Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2002. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent the concurrent procedure of anterior colporrhaphy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent partial mesh removal in 2003 and the patient underwent another partial mesh removal in part due to physician recommendation. (B)(4) - urinary problems; bowel problems; undefined recurrence; dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh revision on (B)(6) 2003 due to exposure of mesh and breakdown of anterior repair. (B)(4).